Manufacturer narrative:
The reported event of guidewire insertion difficulty was not confirmed. As received, a complete lead without guidewire was returned in one piece for analysis. An insertion test was performed using a test guidewire. The guidewire could be fully inserted/ removed without any difficulty. X-ray and visual inspection of the lead found no anomalies.

Event description:
It was reported that a patient presented during the lead implant. The guide wire could not be passed through the lead. The lead was flashed multiple times. The lead was not implanted and replaced. The patient's condition was stable post procedure.